Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their manufacture representative (rep) told them that "they didn't get the response they were hoping for" so now he patient thinks their ins will never work for their symptom control. Caller noted they've tried programs 1 and 2; they were currently on program 3 and wants to know what to do next. The call center reviewed therapy expectation, possible programming changes, and titrations. The call center advised the patient to monitor their symptoms over the next couple of days and make changes as needed because they just increased stimulation to 3.4v on program 3. The caller then added that they have twelve programs they can try before their next appointment. As a result of what was reported, they were redirected to their healthcare provider (hcp) to discuss symptoms and programming. No patient symptoms were reported and no further complications have been reported as a result of this event.